Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old male patient had impella cp pump inserted in the left femoral for high-risk percutaneous coronary intervention (hrpci). The patient was implanted on (B)(6) 2020 and explanted on (B)(6) 2020. It was reported that the patient had hemodynamic disruption during hrpci. The patient was also on ECMO with act's at 200per second. The physician stated that the pressure on the other side was not so good when the peel away was removed. The indwelling sheath was advanced as much as possible and a hematoma appeared, it later disappeared. The patient was administered blood products as a result, amount was not provided. No further information was provided.